Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument was not recognized by the system. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of the instrument not being recognized. The instrument was checked for recognition on an in-house system and passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity testing. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.